Event description:
Pt in motor vehicle crash in 2007; had spleen injury. Cordis optease inferior vena cava filter placed, 14 days later, to prevent pulmonary emboli. Autopsy showed saddle embolus in main pulmonary artery and right & left pulmonary artery branches. There was a large embolus extending through the filter and proximal and distal to it.